Event description:
The pt was implanted with an scs system consisting of an ipg and percutaneous lead on (B) (6) 2006. It was reported that the pt was noticing her ipg randomly shutting off on its own beginning on (B) (6) 2009. The pt had not had any falls. The pt reportedly experienced a return of leg pain on (B) (6) 2009 and was using a wheelchair. Follow-up revealed that the pt's ipg was explanted on (B) (6) 2009 and another lead was added to her system. The explanted ipg was not returned to ans for analysis and no further information is available.

Manufacturer narrative:
Evaluation, method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirements as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.